Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-13430-03 opening jack fastener broke/threads stripped when trying to open the jack. This was discovered during use in a hto balance. The case was completed by using a new ar-13430-03. Additional information provided 09/16/2022: the ar-13430-03 broke inside of the patient and the broken fragment was retrieved with no patient harm.

Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-13430-03 serial/batch number: (B)(6) was received for investigation. Visual evaluation found that the thread relief is damaged. The screw pitch shows burrs and cracks, losing the thread edges. The root cause of the reported failure mode is undetermined.